Manufacturer narrative:
(B)(4). Event eval: still under investigation.

Event description:
Per MDR form: main body sheath in left groin was leaking blood after death was placed - from distal portion of the sheath. Per phone conversation with the customer who submitted the MDR form; due to the difficulty with the sheath, the pt experienced more blood loss than intended. Also, the complaint sheath that was leaking blood was replaced, with a new one. Customer could not confirm the pt's current condition.

Manufacturer narrative:
It was reported that this device leaked after placement of the sheath. The sheath was removed and replaced by another sheath. The hemostatic valve assembly and adjoining flexor sheath was returned in a used state. The dilator and positioner system was not returned. This devices was examined on 12/05/2012. The following observations were made. This iris valve did not open and close because the valve was dislodged. The captor valve was received in an open state. There was significant blood on the outside of the captor valve; 2 tears were observed in the webbing of the check-flo discs with a positioner inserted in the valve. The valve was leak tested using water and a 20cc syringe. The system leaked at a very slow rate through the iris valve with the positioner inserted in the valve. The positioner was removed and the system leaked through the iris valve with the iris open until high pressure was exerted, then the leak stopped. The check-flo discs were examined and each was torn. Damage and/or compression set of the check-flo discs likely resulted in leakage. We are aware of the potential for leakage through the valve and the risk associated with this failure mode. Check-flo discs critical dimensions are inspected during incoming qc. Per qc specs, inspection of captor valve assembly performed 100% unless otherwise specified. The discs are also examined to verify that each is punctured and free of tears. The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each device is shipped with instructions for use describing the appropriate warnings and precautions, contraindications,and the proper deployment procedure.

Event description:
Per MDR form: main body sheath in left groin was leaking blood after sheath was placed - from distal portion of the sheath. Per phone conversation with the customer who submitted the MDR form; due to the difficulty with the sheath, the pt experienced more blood loss than intended. Also, the complaint sheath that was leaking blood was replaced with a new one. Customer could not confirm the pt's current condition.